Manufacturer narrative:
Updated model. Catalog number and brand name.

Event description:
It has been reported that the device would not power on.

Manufacturer narrative:
The initial "date received by manufacturer" on emdr 6175032 with MFR report number 3030677-2025-001513 should be 27may2025.